Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/07/2015 with the following findings: a call service 054 alarm was observed on the date of the event. A pump reboot event was also observed on that same date. There was a battery compartment crack along the side of the pump. The threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection and the power loss and reboots were duplicated. The battery cap was found to be within specifications. The pump was exercised for 24 hours with a test cap with no alarms and no further power issues occurring.